Manufacturer narrative:
Results: lead was severly kinked with all wires broken. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on an unknown date. It was reported that the patient experienced a loss of stimulation. Lead impedance testing showed invalid impedances. The lead was replaced as well as the ipg since it was believed to be depleted. The explanted lead and ipg were returned to ans for analysis. No additional information is available.